Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. The reported lot number was not recognized by baxter; therefore, a batch review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink catheter extension set experienced blood backflow. This occurred during infusion in the post-anesthesia care unit (pacu). There was no patient injury or medical intervention associated with this event. No additional information is available.